Event description:
On (B) (6) 2009, the pt was implanted with a scs system. The following day, the pt was discharged with severe paralysis of the left leg and foot. The pt went through 8 weeks of therapy and is now able to walk with a cane. The pt is currently unhappy with the stimulation because it cannot be felt where needed; the pt is considering having the device explanted.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.